Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 463 mg/dl. The customer was treated with bolus. The customer doest feel ok to troubleshoot. The customer was advised to disconnect to the insulin pump. The customer were not able to continue troubleshoot due to no extra supplies. The customer was advised that we sent supplies in order to finished her the troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).